Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer did not receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged power loss alarm. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and cracked case above arrow and battery icon identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found no power loss alarm on the event date of (B)(6) 2021; however, found: replace battery alarm on (B)(6) 2021 at 09:10:00, on (B)(6) 2021 at 15:53:00, on (B)(6) 2021 at 06:25:00. Replace battery now alarm. On (B)(6) 2021 at 16:24:00 and 16:34:00. Insert battery alarm on (B)(6) 2021 at 12:15:03. On (B)(6) 2021 at 09:13:28. On (B)(6) 2021 at 22:46:00. On (B)(6) 2021 at 17:57:17. On (B)(6) 2021 at 06:47:46. On (B)(6) 2021 at 21:37:11. Power loss alarm on (B)(6) 2021 at 10:26:00. On (B)(6) 2021 at 05:44:00. On (B)(6) 2021 at 22:42:00. On (B)(6) 2021 at 17:41:00. On (B)(6) 2021 at 12:36:00. On (B)(6) 2021 at 03:41:00. On (B)(6) 2021 at 21:05:00. Battery out limit alarm. On (B)(6) 2021 at 17:33:19. Pump passed self test, active current measurement and displacement test. Pump failed sleep current measurement test. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and no sleep current measurement test failure noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and sleep current measurement test failure noted. No unexpected replace battery, replace battery now, insert battery, power loss, and battery out limit alarms during testing. Customer alleged for power loss alarm was not confirmed. Sleep current measurement test failure suspected to be in pcba 2. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The product code information provided with initial report was incorrect. The correct information has been provided in d1/d2 section of this report.